Event description:
A skin reaction was reported with wear of an adc freestyle libre 2 sensor. Customer reported removing the sensor and observing irritation at the sensor site. Customer reported seeking medical attention for this issue, however no details were provided. There was no report of death or permanent injury associated with this event. On (B)(6) 2021 the customer provided the following additional information to abbott diabetes care: the customer did not require medical treatment for the reported irritation at the sensor site, and stated that it "calmed down overnight". The customer placed an over-patch to keep sensor in place, and no third-party intervention was required. Therefore, based on this new information, abbott diabetes care considers this issue to be non-reportable and closed.

Manufacturer narrative:
Per additional information received, this issue has been determined to be non-reportable. There is no indication that the adc device caused or contributed to a medical event; therefore, adc considers this issue closed. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this supplement report is to provide additional information received by abbott diabetes care on 11 jul 2021. The following sections have been updated from the initial report, per the additional information: b2 - outcomes attributed to ae b5 - describe event or problem h6 - health effect - impact code h10 - addtl mfg narrative additionally, h5 - labeled for single use has been updated to "yes"

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported with wear of an adc freestyle libre 2 sensor. Customer reported removing the sensor and observing irritation at the sensor site. Customer reported seeking medical attention for this issue, however no details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported with wear of an adc freestyle libre 2 sensor. Customer reported removing the sensor and observing irritation at the sensor site. Customer reported seeking medical attention for this issue, however no details were provided. There was no report of death or permanent injury associated with this event.